Manufacturer narrative:
Incomplete device returned.

Manufacturer narrative:
Incomplete device returned.

Event description:
Per the complaint, the patient presented to office with a loose #14 screwed down implant crown. Upon removal of implant crown half of final screw was internally inside implant and other half came out with implant crown. The doctor had to remove the other half by carefully unscrewing it without damaging implant. Final screw broke in half causing screwed down implant to become loose.